Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic adrenalectomy procedure, at the beginning of the case the device tested fine. They started to use it and kept getting an error code five. They took it out to clean the tip and the tip broke off. A new device was used to continue the procedure.